Manufacturer narrative:
H3 ¿ analysis of catheter segment (serial number (B)(6)) found ¿no significant anomaly ¿ catheter body hole ¿ explant related.¿ analysis of catheter segment (serial number (B)(6)) found ¿no significant anomaly ¿ catheter body ¿ deformed in shape.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8711, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type catheter, product ID 8709, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 06-jan-2012, UDI#: (B)(4), product ID: 8709, serial/lot #: (B)(6), ubd: 16-jun-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-05, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving compounded baclofen (1,750 mcg/ml, 325 mcg/day) via an implantable pump. It was reported the patient had a gradual return of symptoms. Troubleshooting/diagnostics performed included dose changes and attempted catheter access port (cap) aspiration. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The hcp reported a concern that the catheter was not patent. The old catheter was explanted and replaced with an ascenda. The issue was resolved at the time of this report. The patient's status was alive - no injury.